Event description:
The pt had the depuy attune tibial implant originally placed on (B)(6) 2017. The pt underwent a revision of the knee on (B)(6) 2019. During the revision procedure, the physician noted the cement was not attached to the depuy attune tibial implant. FDA safety report ID# (B)(4).